Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the leak from the tubing that popped off the top of the syringe plunger in the aspiration module. The fse replaced the tubing resolving the leak. (B)(4).

Event description:
The customer reported a contained leak when using the unicel dxh 600 coulter cellular analysis system. The leak was described as approximately 1 ml of cleaner from the blood sampling valve (bsv) while running a daily check procedure. The operator was wearing gloves, eye protection, and labcoat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.